Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Provided ventilator logs confirms the reported technical error codes, which point to different hardware failures. However, no service or repair was requested for the device. The user facility chose not to repair the ventilator due to device age and cost considerations. As a result, no investigation could be conducted, and the root cause of the reported event remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).